Event description:
The user observed the stiffness of the cannula tubing different than normal and expressed concern that the variability could result in potential adverse consequences when inserted into the aorta. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.